Manufacturer narrative:
The customer returned one sample to medex for eval. Examination of the returned unit showed a large piece of particulate in the tubing at the cassette. This particulate matter is from the molding process. Production has been notified and has implemented procedures to reduce particulate matter from the molding process. It is believed that this lot of product was manufactured prior to these changes however this cannot be confirmed without the lot number. Co is able to confirm this issue and to determine the cause. Based on this info, co believes that this issue has been addressed and that no add'l action is necessary at this time. Co considers the MDR closed with this report.

Event description:
There was particulate matter in the IV tubing.